Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the bronchi during a biopsy procedure. According to the complainant, during the procedure the forceps were advanced through the scope. The forceps would not ¿open and close.¿ the device was then pulled out of the scope and a piece of metal by the jaws came loose and the physician ¿thought it was missing.¿ an x-ray was performed and the piece of missing metal was not found. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the bronchi during a biopsy procedure. According to the complainant, during the procedure the forceps were advanced through the scope. The forceps would not ¿open and close¿. The device was then pulled out of the scope and a piece of metal by the jaws came loose and the physician ¿thought it was missing.¿ an x-ray was performed and the piece of missing metal was not found. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the jaws were intact, one pull wire broken and the other was elongated. A gap between the clevis and jacket was noted. Although the jaws were not broken, one pull wire broken and the other was elongated . Based on the material analysis the broken wire was caused by shear and tension overload, and the elongated wire was deformed by tension overload and presented the 2 z-bend marks. The gap between the clevis and the jacket is most likely evidence of excess force applied to the device during manipulation. The investigation concluded that the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Dr. (B)(6) was reported as a second physician with this event. His contact number was not reported. Reported event of jaw detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.